Event description:
It was reported that the patient developed a pocket hematoma. No treatment was required and the device remains in use. It was also reported that at pre-discharge check the pace/sense right ventricular (rv) lead had intermittent capture and the left ventricular (lv) lead had no capture. Chest x-ray confirmed dislodgement of both leads. The rv lead was repositioned into the rv apex and remains in use. Repositioning of the lv lead was attempted but not successful. The lv lead was explanted and another lv lead was implanted. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood on the tip electrode. It was noted that there was blood/body fluid on the distal conductor (not obstructed).